Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported no flow in arterial lumen. Tego was changed. There was unknown patient involvement and no adverse even/patient injury.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. E1 initial reporter phone number: (B)(6). Additional reporter: (B)(6).

Manufacturer narrative:
No sample or photo/video received for investigation. The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.